Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen had a delayed response. Reportedly, the screen had to be pressed several times for it to unlock. The reported issue did not impact the customer's blood glucose (bg) level. However, the customer's bg level was 48 mg/dl earlier in the day as they over-bolused for a snack from not counting the carbohydrates correctly. The customer ate snacks to address low bg level. Reportedly, the customer would continue to use the pump until replacement is received.